Manufacturer narrative:
B5 additional information was received and added. H6 health effect - impact code was added based off the new information that was received.

Event description:
Additional information was received. The cardiac catheterization lab manager informed that the patient required clot removal from the groin following sheath removal.

Event description:
An impella cp device was inserted into the right femoral artery in a 75-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was access site oozing noted two hours after heparin was started. The physician left the peel-away sheath in the right femoral artery, and the repositioning sheath was outside of the body. Two days after impella insertion, there was low pump flow. Clot was noted in the inlet of the pump. Ccl manager called to inform that patient required clot removal from groin following sheath removal. The device was successfully removed. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.3l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Low or blocked pump flow: the cause of the low pump flow issue was most likely related to biomaterial ingestion during the case run, based on data log review. Thrombosis/ppae: the cause of the injury was not determined due to insufficient clinical details. B5 and d4 revised

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 75-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was access site oozing noted two hours after heparin was started. The physician left the peel-away sheath in the right femoral artery, and the repositioning sheath was outside of the body. Two days after impella insertion, clot was noted in the inlet of the pump. The device was successfully removed. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.3l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
Updated information: d1 brand name updated g1 MFR contact fax number added. H6 med dev prob code changed a24 to a140508.